Manufacturer narrative:
The reported complaint was not verifiable. No product will be returned to the manufacturer for evaluation, as the hospital will not approve the cost of the repair, the pump will be taken out of service at the hospital. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a "service pump" error message displayed on the arterial roller pump. The device was not changed out, as the customer turned the unit off and back on. This resolved the issue. They finished the case with the unit. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2016: manufacturer clinical services spoke with another perfusionist (ccp) regarding this case. There were no issues observed during set-up and/or recirculation of the prime solution. The recirculation of the prime (prior to cpb) had lasted for a long time in this case (about four hours). This was the arterial pump and a 1/2" by 3/32" wall tube was used in the pump. Shortly after the initiation of cpb (about five minutes), the arterial pump stopped without warning. There were no audible tones and a "service pump" message was displayed. The ccp touched the start button and was able to re-start the pump in a few seconds. There were no other issues the remainder of the procedure. After the case, this pump was moved to the vent position on the base and another pump was moved to the arterial position. The procedure was completed successfully and this pump stop did not delay the surgical procedure. There was no associated blood loss and no patient harm was observed.